Manufacturer narrative:
Product eval: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: the root cause cannot be determined. Not enough info was provided from the account to properly complete an investigation. Action taken: investigation has been completed based on current info. No further action is warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Additional info was requested 07/28/2011 and 08/11/2011 by phone, fax and mail. Additional info was received in f/u phone calls on 08/01/2011 and 08/11/2011. No further info is expected. (B)(4).

Event description:
A consumer reported that five yrs following bilateral intraocular lens (iol) implant surgeries, he does not feel his vision is as good as it was after his implants. He has recently been prescribed eye glasses to improve his vision. In a f/u phone call with the pt's current ophthalmologist, the office staff reported that at the most recent visit, no complications or defects with the lenses were reported in the consumer's chart. In a f/u phone call with the implanting surgeon's office, it was reported the consumer has not been seen since 2006. His chart is archived and the surgeon's office stated they would not be able to provide any additional info. There are two medical device reports associated with this event. This report is for the first eye.